Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge estimate was inaccurate after loading the cartridge with 200 units of insulin. The customer's blood glucose was approximately 200 mg/dl. Reportedly, the customer continued to use the cartridge.